Manufacturer narrative:
The reported battery performance alert was confirmed and premature battery depletion was noted during analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. Electrical evaluation should be removed since no electrical evaluation was performed during the analysis.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable throughout the whole procedure.